Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a, a type 2 and a type 3b endoleak. Additionally there was evidence to support aneurysm sac growth. The clinical evaluation additionally identified the following contributing factors to the reported event; off label use due to patient anatomy, aneurysm sac growth, a patent lumbar artery, and suboptimal placement of the infrarenal stent. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated, an infrarenal aortic extension, and two limb stent graft. On (B)(6) 2017 the patient presented to the hospital with a contained rupture. The physician elected to re-lined the entire graft by implanting additional bifurcated stent and a suprarenal aortic extension to resolve the issue. An angiogram was not completed due to the patient having elevated creatinine. The patient underwent a cat scan that showed a potential type 1a endoleak or a potential type 3b endoleak. It was reported the patient was in stable condition post procedure.

Manufacturer narrative:
Based upon additional information received, at the completion of evaluation the following events were found: proximal inferior mesenteric artery occluded with no endoleak at 1 month post-op; hematoma and intraoperative left leg occlusion corrected with a thrombectomy and patch angioplasty at 40 months post-op; type ii endoleak at 41 months post-op.